Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on (B)(6) 2025, she was hospitalized after her blood glucose remained very high for several hours without her awareness. During the early morning hours, from approximately 1:30 am to 4:00 am, the dexcom receiver recorded consistently high blood glucose readings; however, the patient did not receive any alerts or notifications during this time. As a result, she was unaware that her blood glucose levels were elevated for nearly three hours and forty five minutes. Upon later reviewing the receiver¿s history, she confirmed persistent high readings, including one reading of 360 mg/dl. Because of this, around noon that same day, she decided to go to the hospital. The patient experienced nausea and vomiting. Upon arrival, a fingerstick blood glucose test showed a level of 580 mg/dl, which was significantly elevated. She was diagnosed with diabetic ketoacidosis (dka). During her hospital visit, she received insulin IV, three bags of IV fluids, and was administered medication for nausea. The treating physicians recommended that she remain hospitalized for approximately three days for continued treatment and monitoring. The patient declined admission and signed out against medical advice because she needed to return home to care for her daughter, who was experiencing manic episodes. No additional details were provided regarding the names or dosages of medications administered, as the patient was unable to provide further information at that time. At the time of the report the patient was fine. No data or product was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.